Event description:
It was reported that during a surgery, the cutting loop of an endoscopic electrode broke into pieces. The broken piece was retrieved and returned.

Manufacturer narrative:
Final investigation showed that the cutting loop was broke in two places. The unattached section of the loop had been retrieved and was returned. It was not possible to determine the cause of the break.